Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a foreign material was found in the sterile packaging. During unpacking of a 18x90/10fr 75cm wallstent® endoprosthesis, a fiber-like or a hairlike material was noticed inside the packaging. The device was not used and never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned packaging and device. The outer packaging was not returned for analysis. The device was returned within the inner packaging. The inner packaging was identified to be fully sealed at both ends and undamaged. The packaging was inspected and foreign material was identified in the middle part of the sealed inner pouch. The foreign material was inspected and it appeared to be a human hair and measured approximately 25-30mm in length. The device was still within the tray and was unused. A visual and microscopic examination of the device identified that the outer protective tubing and shaft of the device was kinked at multiple location along the length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the returned device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is manufacturing execution error as the manufacturing process was not executed as validated/as designed. (B)(4).

Event description:
It was reported that a foreign material was found in the sterile packaging. During unpacking of a 18x90/10fr 75cm wallstent endoprosthesis, a fiber-like or a hairlike material was noticed inside the packaging. The device was not used and never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.